Event description:
Patient underwent multi-level lumbar fusion at (B)(6) medical center on (B)(6) 2013 with implantation of the following hardware: viper-ii t1 spinal rod (5.5 x 480mm (B)(4)), viper t1 screws (ext-tab 7.0x 45 (B)(4)), and viper/monarch set s1 screws (B)(4). All hardware was made by j and j / depuy. Surgery was performed by dr on (B)(6) 2013, it was discovered by x-ray and confirmed by CT scan that the spinal rod had become dislodged from the left sacral screw resulting in non-stabilization at l5-s1 bilaterally. Surgery was undertaken on (B)(6) 2013 at medical center. Surgery revealed the rod had backed out of the left sacral screw, but the left screw and set screw were still in place and that the right sacral screw had loosened. There was no infection or history of trauma or patient non-compliance to account for the observed failure of the union between the rod and screw. In order to remedy the resultant pathology, an anterior and posterior surgical approach were required to stabilize the l5-s1 spine. During this surgery an additional cage was placed anteriorly and additional spinal extender rods iliac screws were placed bilaterally from a posterior approach. This also resulted in an additional 7 day hospitalization. Subsequently it was discovered that the hardware placed during the (B)(6) 2013, surgery also failed resulting in an additional surgery on (B)(6) 2013. This hardware failure will be reported in more detail in another adverse event report. To our knowledge the defective spinal hardware was disposed of at the time of surgery and was not returned for any testing.